Event description:
Boston scientific received information that this right ventricular lead became dislodged after the patient twiddled their leads. An invasive revision procedure was performed. While attempting to remove the suture sleeve, the physician believed he cut the insulation so the lead was surgically abandoned. A new right ventricular lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.